Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was unable to connect with the ipg after a surgical procedure. Troubleshooting was performed and the ipg was recovered and effective therapy was established.